Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Event description:
It was reported that doctor "was unable to get lead to attach to myocardium". Doctor attempted several times and lead dislodged several times. The lead was removed and replaced. No patient complications were reported as a result of this event.